Event description:
Additional information was received that normal intraoperative preparation were performed before the damage was found. The package was opened according to the normal operation and was found that the product was damaged.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis # (B)(4): equipment used: vis (m-78210), 203cm ruler (m-83361) document used: (B)(4) rev. Ba as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch and within an opened echelon-10 micro catheter inner pouch. Visual inspection/damage location details: the echelon-10 total length was measured to be ~155.5cm. The echelon-10 useable length was measured to be ~148.2cm. Upon visual examination, no issues were found with the echelon-10 hub. No bends or kinks were found with the echelon-10 catheter body. The echelon-10 micro catheter distal tip appeared to have been shaped. The distal tip was found to be damaged. Upon further inspection the damage at proximal end of distal marker band appeared consistent with distal tip shaping. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿prod damaged/deformed out of pkg¿ was confirmed. It is possible the shaping of the echelon-10 distal tip shaping contributed to the event; however, the root cause could not be determined. In this event, user error likely contributed to the event. The customer reported the echelon-10 micro catheter was prepared prior to finding the damage. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was unable to be confirmed as a separation or break was not found with the echelon micro catheter. ((B)(4)) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the preparation stage of the microcatheter, the package was opened and it was found that the catheter tip was broken and could not be delivered. It was reported that catheter separation/break occurred out of package or during preparation. The package was not damaged. The package did not show evidence of tampering.  The distal section of the catheter was broken. The reported device and any accessory devices were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with a diameter of 8mm. No patient symptoms or further complications were reported as a result of this event.